Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the atw35 misfired. There was partial firing across tissue. There was no consequence to the patient.